Manufacturer narrative:
Analysis results: the root cause of the customer's complaint could not be determined.

Manufacturer narrative:
Consumer experienced a scratched tooth. Date of event is approximate. The serial number of the toothbrush was not provided. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that their toothbrush slipped while in use and scratched their tooth.